Event description:
It was reported that the insulin pump alarmed button error, which the customer was unable to clear. Also, the customer stated that the device had unresponsive keypad. The customer's blood glucose was 163 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had protruded and loose drive support disk, missing end cap sticker, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.